Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had pump error alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported they were able to clear the alarm and was able to rewind the pump. The customer was advised to performed self test and test did not passed. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. No unexpected alarms noted during testing. Device functioning properly.